Manufacturer narrative:
Device was received with a broken reservoir tube lip, missing retainer, missing reservoir tube o-ring and cracked keypad overlay. The test reservoir does not lock in place and unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test or verify prime/fill anomaly, missing segment anomaly, charge battery anomaly, failed battery alert, time clock anomaly, no delivery alarm and reprogram alarm due to the missing retainer and broken reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was squirting insulin during the manual prime process and lost pump settings. Customer stated that the insulin pump had crack on the body of the pump on the front part under the keypad almost to the bottom corner of the insulin pump case and insulin pump seizures. Customer stated that the insulin pump had oily rainbow effect on the screen, discoloration and blotches on the screen and batteries only last 5-6 days and rejecting a lot of new batteries. Customer stated that the insulin pump had unexplained random no delivery alarms and clock runs slow and needs to be reprogrammed every week and alarm sound has diminished, rewind was louder. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.